Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery during manual prime. Customer's blood glucose level is 301 mg/dl. Troubleshooting for the no delivery alarm during manual prime was performed. Customer advised insulin does not exit the tubing and there is greater than normal resistance with plunger push. Customer was advised to replace the infusion set and reservoir. Customer was advised that there was a possible site or set occlusion.